Manufacturer narrative:
(B)(4). The reporter was originally stated as audrina gonzalez, and the reporter has been updated to (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were unresponsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. There was visible evidence of moisture behind the display screen. The pump was opened and moisture was observed on internal components of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.